Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 1290 competitor implantable pulse generator (ipg) implanted 2008-(B)(6); model 4068 implantable pacing lead implanted 1999-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and increased capture. The patient reported dizziness and syncope. The lead was capped and replaced. This patient is part of the sls clinical study. No patient complications have been reported as a result of this event.